Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two uphold lite with capio slim devices used during the procedure. MFR report # 3005099803-2018-60783 pertains to the first device, and MFR report # 3005099803-2018-60782 pertains to the second device. It was reported to boston scientific corporation that two uphold (tm) lite with capio slim devices were used during a vault suspension and cystocele repair with mesh procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician fired the first opened device a couple of times because he did not like the placement of the device. On the third fire, the suture was cleaned cut at midlevel. The dart got stuck in the patient's left sacrospinous ligament. Reportedly, it did not look like the suture was torn. It was also reported that the physician possibly applied tension on the suture during deployment. A second uphold (tm) lite with capio slim device was then opened and the same issue occurred but it did not happen inside the patient. The dart was captured in the capio device. The procedure was completed with another uphold (tm) lite with capio slim device. There were no consequence or impact to the patient.